Event description:
It was reported that "it was difficult to inflate or deflate the balloon before use." There were no patient complications reported.

Manufacturer narrative:
One fogarty dilation catheter without the packaging was returned for evaluation. No syringe was returned. No visual damage to the catheter body or balloon was observed. The balloon inflated clear and concentric without leakage when inflated with 3.6ml air. The syringe was removed and the balloon deflated within specifications in 3 seconds. The balloon was again inflated using 1.8ml water and again the balloon inflated clear and concentric and did not leak. The syringe was removed and the balloon deflated within specifications in 13 seconds. Visual examinations were performed with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint of deflation difficulty could not be confirmed during the analysis, as the device responded appropriately during functional testing. No further actions will be taken at this time.